Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference the journal article at the following location: http://www.ncbi.nlm.nih.gov/pubmed/16720765. This report will be amended when our investigation is complete.

Event description:
It is reported that following a patellar femoral reoperation that the patient developed a staphylococcus aureus infection of the knee. The patient died of a cerebrovascular accident after a prolonged convalescence.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
No further event information available at the time of this report.